Event description:
It was reported, the patient has not used nor recharged the system in over the past one year. Subsequently, the ipg is unable to communicate with external devices. Different external devices were attempted to no avail. Reportedly, an error message is displayed on the patient programmer. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.